Event description:
It was reported that after commanding the table up, the table would not stay raised but rather quickly descended to the lowest position. No injury was reported. This is a concern for a serious injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. When attempting to reproduce the problem, the pignon teeth broke. The part is being returned for investigation. The elevator motor assembly was replaced, the table tested and put back into service.